Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient stated that the therapies had been turned off since 2017 following inappropriate shocks, and that it was his decision to not have the lead revised. This system is currently inactive, as it has therapies turned off. System remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.